Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test? No". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and nervous system disorder ("nuero condit/problem") and was found to have weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2012: salping. (Bilateral}, hyst.(full)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, back pain, abdominal pain, dysmenorrhoea, menorrhagia, iron deficiency anaemia, dermatitis allergic, fibromyalgia, psychological trauma, urinary tract infection, vaginal infection, cystitis, vaginal discharge, weight decreased and nervous system disorder outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, iron deficiency anaemia, menorrhagia, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: insertion date as per pfs: (B)(6) 2006. Plaintiff received treatment for pain: dyspareunia , pelvic pain, back pain, abdominal pain, dysmenorrhea, bleeding: menorrhagia, ), gen. Abnormal. Bleed, anemia, fibromyalgia, psych injury, bladder/urinary problem: , uti, vaginal infection, bladder infection, vaginal discharge, other injuries/symptoms: weight loss, neuro condit/problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: dyspareunia (painful sexual intercourse), pelvic pain, back pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnormal. Bleed, anemia, rash/skin condition, fibromyalgia, psych injury, uti, vaginal infection, bladder infection, vaginal discharge, weight loss, neuro condit/problem, confirmation test? No. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.